Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested a replacement speaker. Audio was not confirmed. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) reported after a recent relocation of the service, an evaluation of the site's equipment was conducted, particularly the speakers. While the previous speakers were still functional, it was noticed the speaker on this device was worn, which limited their performance and long-term reliability. As part of an optimization effort, the site decided to completely renew the speaker. This replacement objective was to ensure better sound quality and prevent potential failures in the future. Additionally, the site took the opportunity to add one extra speaker to better meet the needs of the service in its new space. There was no problem and no risk. After the worn-out speaker assembly was replaced, the issue was resolved. No further investigation or action is warranted at this time. Based on updated information in the case, this record has become non-reportable. The product labeling shipped with the device clearly warns that if the user must reposition the device it must be done according to the manufacturer's recommendation. It also instructs users to perform a visual and functional inspection of the device prior to use. "If the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a patient. Contact your service personnel." This includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a patient. It needs to be ensured that the instrument is in good working order. A damaged product or device would prompt removal from service and would exclude the device from being used in monitoring patients. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would it likely cause or contribute to death or serious injury.